Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid from an implanted pump. The indication for use was spinal pain and failed back surgery syndrome. On 2016-08-12 it was reported that starting in 2016, post implant, the patient had experienced a raised circular area at the lumbar incision with a persistent headache. No environmental, external or patient factors were noted as having contributed to the patient's issue. A lumbar MRI was done and a fluid filled pocket was noted at the lumbar incision site. The patient went to the operating room, an incision was made, fluid was removed, cultures were taken, and a purse string suture was placed around the tip of the anchor and catheter. The issue was resolved at the time of this report and the patient was alive with no injury.

Manufacturer narrative:
S/n: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. No actions/interventions were taken to resolve the fluid pocket observed after the intrathecal catheter was added back in (B)(6) 2017. The physician has requested assistance regarding further treatment. The cause of the fluid pocket was not determined. The fluid pocket has not been resolved. The patient's weight at the time of the event was unknown. The provided information has been confirmed with the physician.

Manufacturer narrative:
(B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-jul-24. It was clarified that the previously reported fluid pocket started when the pump was implanted, on (B)(6) 2016. It was reported that after the previously reported catheter revision, the intrathecal end of the catheter was taken out of the patient and the patient was allowed to heal. The intrathecal catheter was added back in (B)(6)2017, and the hcp placed it a level above. The patient was showing a fluid pocket again at the time of report, but had no symptoms of spinal headache. The fluid pocket was confirmed via magnetic resonance imaging (MRI). The patient was reportedly getting good therapy, and there were no known extreme activities that the patient engaged in. The surgeon that did the placement of the revised intrathecal portion wanted to speak with another neurosurgeon. It was noted that this surgeon utilized a purse string suture around the catheter entry site, and his technique was "impeccable." The onset of symptoms was noted to have been gradual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.